Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/2.5/091 (sphere / cylinder / axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "the lens exchanged was implanted vertically." The problem was resolved. Cause of the event is unknown. Status of the eye is reported as, "ok."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).